Event description:
The customer reported being admitted in the intensive care unit due to diabetes ketoacidosis and unexplained high blood glucose of 460mg/dl, and she was treated with an insulin drip. The customer stated that her glucose level increased all day, and she was unable to correct it. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula, and it was not bent or occluded. The caller mentioned that the site is sore and irritated. The caller stated that she started with a kidney infection, and another infection about two weeks ago. No further information was provided.

Manufacturer narrative:
Currentlyit is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We thereforeconsider this report complete to the best of our knowledge.